Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported kink and shaft separation were confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the drug eluting coronary stent system instructions for use (IFU), states: should any resistance be felt at any time during either lesion access or removal of the delivery system post device implantation, remove the entire system as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the delivery system components. The IFU deviation likely contributed to the shaft separation. Based on the information reviewed and analysis of the returned device, the failure to advance, kink and shaft separation appear to be related to circumstances of the procedure and/or user error and there does not appear to be any indication of a product quality deficiency. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a 95% stenosis in the mid left anterior descending artery (lad). The lesion did not appear to be calcific angio-graphically. However, even after the use of sequential pre-dilatation using a non-compliant (nc) balloon at 16 atmospheres, the lesion and balloon did not yield well. Nevertheless, the physician felt that lesion was prepared enough. The 2.5 x 28 mm absorb delivery system was advanced, but did not cross the lesion due to the anatomy. During the difficult attempts to cross the tight lesion, the proximal shaft became bent in several locations and eventually broke into two pieces. The device was easily removed as the separation was outside the patient. The procedure was completed successfully with a xience prime stent. There was no reported clinically significant delay in procedure and no adverse patient effect. No additional information was provided.